Manufacturer narrative:
While it is unk if the aquasil used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependant upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that a pt experienced and adverse reaction after undergoing a restorative procedure involving the use of aquasil impression material. As reported, two days following the procedure, the pt returned to the office with a smooth white lesion that appeared to correspond to the impression tray outline. The pt was not administered any medication, nor were they referred for any additional medical or dental treatment.